Event description:
It was reported that during an unknown surgery, the surgeon noted the device was damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide more details: did the trocar sleeve break off in patient? If so, were all parts retrieved from patient? Will all pieces be returned with the device? If no, were they discarded?

Manufacturer narrative:
(B)(4). Date sent: 6/13/2022. Photo analysis: during the visual analysis, the following was observed: the photo show a sleeve broken off from the bottom side. Based on the set of photos review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional information was requested, and the following was obtained: please provide more details: did the trocar sleeve break off in patient? If so, were all parts retrieved from patient? Will all pieces be returned with the device? If no, were they discarded? All answers above are unobtainable. Once there is any update, we will update the information.